Event description:
Pt recently (2004) underwent knee reconstruction surgery. Pt was given an exotec leg brace sku# 091521 for minimum 6 week recovery. The brace is totally inferior and has caused them continual problems and has possibly exacerbated their injury. It refuses to stay in a locked position and has caused them to fall several times failing to keep the leg straight as the dr has prescribed. Pt has only been using the brace for approx 3 weeks and does not feel that the use has been excessive since pt was required to stay off their feet for the majority of that the. Pt believes it is ppi/exotec/ezywrap's responsibility to warranty their products and as such pt should either be reimbursed for cost of the brace (as pt is reduced to using a borrowed leg brace) or new -functioning- brace sent to them immediately at no cost. If necessary pt can provide cost/procedure documentation to support their claim.